Manufacturer narrative:
(B)(4). The device was not received for analysis. A device history record (DHR) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm angled tip v-14 controlwire guide wire was advanced to the lesion. However, when the physician removed the guide wire from the patient to shape the tip of the wire with a needle, the distal tip of the guide wire was cut during re-shaping. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.